Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring became detached from the cartridge. The cartridge had not been used. There was no impact to the customer's blood glucose level. Cartridge replacements were sent to the customer.